Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge went from 60% battery life to 5% while the pump was plugged into a power source, then the pump battery display went to 1%. The customer unplugged the pump from power source and then the pump displayed 100% battery life. The customers blood glucose (bg) level was impacted (390 mg/dl) the customer took a manual injection to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.